Event description:
It was reported that during a retroperitoneal aortic aneurism (aaa) repair procedure, a portion of the data matrix tag (dmt) label separated from the lap sponge. Prior to the procedure, it was soaked in solution warmer. The missing portion of the label was not found. The hospital confirmed that no injury has occurred and patient condition is stable.

Manufacturer narrative:
A picture of the defective sponge sample was received and it was confirmed that a portion of the dmt label separated from the sponge. DHR review of the affected sponge pack confirmed that no anomalies occurred related to the defect. In order to simulate the failure condition, saline immersion test was conducted on random samples from the inventory by the sponge manufacturer. The post immersed samples were later on subjected to series of integrity tests which includes visual inspection, adhesion tape pull test, hand rubbing test and scanability test. Based on the test results, all labels remained well adhered and the failure condition could not be replicated. The dmt label has been tested in a solution warmer and has been validated to withstand up to 110 f for 4 hours. The temperature settings are called out in our user manual supplied to the customers. However, it was reported that the user was using the warmer on 120 f setting on the following day of the incident. Although the temperature setting of the warmer on incident day is unknown. In addition, dmt label has been tested for short term implant (~30 days) according to iso 10993 standard requirements. Surgicount medical considers this to be a final report.